Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose levels were 490 mg/dl, 430 mg/dl and 400 mg/dl. The customer stated that they accidentally they gave themselves a bolus from the insulin pump instead of manual. They stated that they gave a meal bolus instead of just a correction one and the blood glucose level went down. The insulin pump will not be returned for analysis.